Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified artery. A promus element stent of unknown size was advanced to the lesion and deployed. Post procedure angiography revealed that the stent had 'recoiled.' The procedure was completed with this device. No patient complications occurred. Patient status is listed as stable. Additional information was requested but is not available. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that a physician unknown if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device did not achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed a broken posterior foot, bent posterior needle tip, and bent posterior needle follower at the proximal end. This is consistent with the posterior needle striking the foot during needle deployment instead of engaging with the cuff inside the posterior foot pocket. Since the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the pocket of the broken posterior foot while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching from the anterior cuff as observed. Based on the investigation findings, the probable root cause for the posterior needle striking the foot, resulting in posterior foot break and subsequent link-to-anterior cuff detachment, is forced deployment of the needles against resistance when a needle deflection occurred. The instructions for use, under the precautions section, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. Estimated date (reported as ocurring last week).